Manufacturer narrative:
Device evaluation: complaint was not confirmed. The device balloon was aspirated then inflated with 2cc of water. Inflation was sustained for 2 hours with no volume loss or leakage. Water was introduced through all of the device lumens and the water flows from where it should. Visually the device has no defects. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution. Further investigation is in progress to determine root cause of the event; a second evaluation is being performed on this device.

Manufacturer narrative:
The failure mode of the balloon leak could not be duplicated after a repeated evaluation. The balloon stayed inflated for 2 hours sustained with no leakage or loss of volume detected. Since no defects were detected with the catheter no CAPA is initiated at this time. Trends will continue to be monitored and appropriate action taken if appropriate.

Event description:
It was reported that the endoplege catheter was prepped and as the clinician was prepping the device to blow up the balloon, water was squirting out of the tip of the catheter from the balloon.

Manufacturer narrative:
Device is currently under evaluation.